Event description:
Medtronic received a report that two pipelines failed to open and two marksman catheters encountered resistance. The patient was undergoing blood flow directing dense mesh stent and coil embolization for treatment of a saccular, unruptured aneurysm in the right cavernous sinus segment with a max diameter of 20 mm and a 7 mm neck diameter. The accessed vessel was the femoral artery with a diameter or 7.4 mm. The landing  zone was 3.6 mm distally and 4.4 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was 160. The angiographic result post procedure showed a cerebral vascular aneurysm. It was reported that the tip end of the pipeline stent (lot# b335289) could not be opened. It was reported the pipeline failed to open in the distal section of the stent. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. For the pipeline (lot# b376261) it was reported the distal and middle sections of the stent could not be completely opened. It was reported the pipeline was stuck/locked up in the distal section of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline became stuck in the distal section of the catheter during delivery. The physician did release the load (slack) in the system in an attempt to resolve the issue. It did not resolve the issue. The catheter was damaged in the distal section. The catheter was reported to be flattened. There was pushwire damage in the proximal section. It was reported there was a kink in the pushwire. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. It was reported during microcatheter delivery, the distal end of the pipeline could not be opened, and the stent got stuck in the catheter when it was withdrawn. It was reported there was catheter resistance in the middle of the catheter. No patient symptoms or further complications were reported as a result of this event. Additional information received the both marksman catheters were damage. There was catheter resistance encountered with both marksman catheters when withdrawing the stent.

Manufacturer narrative:
Product analysis: as found condition: two pipeline flex devices and two marksman micro catheters were returned for analysis within a shipping box and within their respective opened inner pouches. The pipeline flex braids were already deployed and returned within their inner pouches. Visual inspection/damage location details: no damages or irregularities were found with the marksman catheter hub. The marksman micro catheter body found cut at ~18.6cm from the proximal end. A second cut was found ~120.0cm from the first cut. The inner coil was extending out of the distal end. The distalmost micro catheter segment was not returned for analysis. The micro catheter was found slightly flattened at ~3.8cm from the distal end. The micro catheter distal tip and marker band was not returned for analysis. Testing/analysis: the marksman micro catheter total length and usable lengths could not be measured as the entire catheter was not returned. A mandrel was inserted into two returned segments and resistance was encountered at ~1.1cm from the distal end of the distal segment. The catheter was cut, and the inner liner and inner coil was found damaged at this location. Dried blood was also found within the micro catheter. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed for both devices and the report of ¿failure/incomplete open at middle section (hourglass shape) was confirmed for the second pipeline flex; however, the causes could not be determined. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents or inappropriate anatomy. The braids were found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported all devices were prepared per IFU, patient vessel tortuosity as moderate, devices were not placed in a bend, devices were resheathed more than two times, and devices were flushed and prepared per IFU. Customer report of ¿catheter resistance¿ and ¿lockup resistance at distal segment of catheter¿ were confirmed as the damages found are consistence with resistance. The second pipeline hypotube was found stretched, and the distal delivery wire was found broken, indicative of retracting against resistance. Possible causes for these damages are patient vessel tortuosity, user advance/retrieve device against resistance, device removed aggressively, or catheter entrapment. Sem report: the broken end failed via torsional overload. The customer report of ¿catheter kink/ damage¿ was confirmed for both devices, which could potentially contribute towards the resistance. The inner liner and inner coil of the second marksman was found damaged, likely contributing towards the resistance. Possible causes for catheter liner damage are high force deliver, devices not hydrated prior to use, continuous flush was not used during procedure, guidewire advanced aggressively, guidewire advanced against high resistance, or more than one device used simultaneously in the micro catheter. Event related to regulatory reports: 2029214-2023-00571, 2029214-2023-00572, and 2029214-2023-00883. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.